Manufacturer narrative:
Additional information added to d10, h3, h6 and h10 h10: two actual device were returned for evaluation and a leakage test of the blood side and the dialysate side were performed and no leak could be found. The reported condition was not verified. The could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an internal blood leak occurred on two (2) units of theranova 500 during treatment with a non baxter dialyzing machine. It was reported that after connecting with one unit of theranova 500, a blood leak alarm was generated without any blood being visible in the dialysate port. The theranova 500 was changed and new blood line was used to continue with treatment. It was reported that 15 minutes later, the control unit generated another alarm with no blood leak visible from the dialysate port. The blood line was changed to a revaclear 400. There was no patient injury or medical intervention associated with this event. No additional information is available.